Event description:
A pt reported blood glucose results of " 16.4 and 7.2 mmol/l" with a lifescan meter, performed within 10 minutes of each toher.

Manufacturer narrative:
Lifescan had requested the return of the subject meter for evaluation, but has not yet received it.